Event description:
Instrument failure/end of life - the instrument cases have worn/broken rivets and the latches are a sterility concern. These instrument cases have and are still in circulation and use.